Event description:
The vent being used on pt began alarming. Nurse noted that the vent screen was red and was unable to silence the vent alarm. The nurse unplugged the vent and noticed smoke coming from the ventilator. Pt was bagged until a new vent was brought to the bedside. Medtronic. FDA safety report ID# (B)(4).